Manufacturer narrative:
The compact test drum is the suspect device.

Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 98 mg/dl and 213 mg/dl on the compact plus system. Reporter indicated that pt did not modify therapy based on these values. No pt injury was reported and no treatment was received. Reporter did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. Compact plus system: compact strip lot 20652641 with expiration date 03/31/2008.